Event description:
A customer reported that small amount (<1 ml) of diluted blood was leaking at the probe needle of coulter lh780 hematology analyzer. There was no report of patient samples or results being affected by the leak. The user was wearing personal protective equipment, consisting of gloves, goggles, and gown at the time of the event. There was no injury or exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility.

Manufacturer narrative:
The field service engineer (fse) found a leak caused by a plugged check valve vl47-b. This check valve is on the drain for the piercing needle bellows. The valve left some diluent and waste blood in the bellows after the backwash cycle. During the next cycle when the bellows was compressed the fluid was ejected below the bellows. The fse replaced the check valve and verified the repairs per established procedures. Root cause of the leak is that check valve vl47-b was plugged. (B)(4).